Event description:
Boston scientific cardiac rhythm management(crm) received information that during the implant procedure of this implantable cardioverter defibrillator (ICD), difficulty was encountered advancing and securing leads within the device header. Three attempts were required prior to successful positioning. No adverse patient effects were reported. Subsequently, and in absence of further product allegations during the implant duration of approximately three years, the device was explanted for unknown reason and returned for a routine post market assessment.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device has been archived as meeting product specifications.